Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual inspection of the as returned product identified fracture on the collar of the implant as well as what appeared to be dried bone around the device. Functional testing to recreate the reported event could not be performed due to the nature of the devices and event. Pre-existing condition for the patient noted occlusion. The reported device was located on an unknown teeth and was used for 10 years 10 months. The customer did not provide pictures or x-rays. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured due to occlusion, the implant was successfully removed and the patient is fine. The reported device was returned and the reported complaint is confirmed as a fracture was identified on the reported device during visual inspection. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . D4: expiration date. G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant fractured due to occlusion, implant was successfully removed and the patient is fine.